Manufacturer narrative:
Although the device was not returned for analysis, investigation was performed on the information provided from the facility. Based on this information it was concluded the most likely cause of the patient's complications was the patient's existing conditions at the time of the procedure. No malfunction occurred with the catheter and no issues were reported with the performance of the procedure. Detailed product information was not provided to bsc and was not able to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that four days after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient presented with congestive heart failure. The patient was experiencing shortness of breath and edema. Labs were performed and elevated blood urea nitrogen and creatinine were identified. The patient was admitted to the hospital. X-rays were taken and vascular congestion indicating mild volume overload was identified. The patient was also given a diuretic intravenously. They were discharged after 3 days in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that four days after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient presented with congestive heart failure. The patient was experiencing shortness of breath and edema. Labs were performed and elevated blood urea nitrogen and creatinine were identified. The patient was admitted to the hospital. X-rays were taken and vascular congestion indicating mild volume overload was identified. The patient was also given a diuretic intravenously. They were discharged after 3 days in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not able to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.